Event description:
It was reported that a large volume infusor ruptured. This issue was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between october 1-2, 2021 h10: the device was received for evaluation. A visual inspection was performed, and it was noted that bladder was ruptured. The ruptured bladder was examined, and no signs of abnormality was found on the bladder that may have led to the rupture. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.